Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she removed the sensor, and the electrode stayed underneath her skin. Advised the customer to seek medical assistance to remove the electrode. Nothing further was reported.